Event description:
It was reported that log files were submitted for review. The event log file contained a few low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. It was noted that speed was increased to 5400 rpm. Per echocardiogram, the speed was increased because the patient's av was opening every beat. It was additionally noted that the patient did not experience any symptoms. The alarms appeared to be positional and occurred when the patient slept on their left side.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed a low flow alarm. The account communicated the alarms appeared to be positional. The controller event log file contained events from 08jan2024 through 09jan2024. A low flow hazard alarm was captured on (B)(6) 2024, which was associated with an elevated pi value. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU addresses all pump parameters, including pump flow and pulsatility index (pi). Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pulsatility index (pi), sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the av opening every beat was new for the patient, and that the patient didn't have evidence of aortic insufficiency. A repeat echo was planned for the patient's next visit to further assess the response to the speed change.